Manufacturer narrative:
The pneumothorax was deemed possibly related to the valve. No conclusion about the device can be made because the product was not returned for investigation and work order review did not indicate any issues contributing to the event. However, pneumonia and pneumothorax are known potential complications with the spiration valve system.

Event description:
[Auto-translated] subjects: (B)(4), (B)(6) male; valve detention day: (B)(6) 2016; valve placement site: lower right lobe, 5; valve withdrawal date: (B)(6) 2018; pneumonia was repeated from (B)(6). Shadows remained in the site where the valve was placed, and all valves were removed. Pneumothorax was accompanied after removing the valve.